Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted however, the insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error then the insulin pump suddenly turned off. Customer had hyperglycemia and blood glucose level at the time of the incident was 29.5 mmol/l. Customer stated that after inserting a battery he received an open book image. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will not be returned for analysis.